Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of the patient wo was implanted with a neurostimulator (ins) for non-malignant pain, cervical radiculopathy, lumbar radiculopathy. It was reported that in (B)(6) 2019, patient noticed she was having to charge the controller and the ins more often. A manufacturer representative checked patient settings and realized that pre-programmed settings were very high so rep decreased them on (B)(6) 2019 - caller stated that helped resolve the charge frequency. In (B)(6) 2019 (caller stated 5 days ago) patient was recharging the ins - patient noticed that both programs were at "zero" - patient re-adjusted the settings and a few days later and her settings were at zero again. Patient was redirected to their hcp. No further complications were reported.